Event description:
This patient was known to have paget's disease with deformation of the left femur. When she had a previous fracture of the left proximal femur a jewett nail was inserted. Now she had fallen, landing cn her left hip region. Exam revealed deformity secondary to paget's disease with subcutandous pressure from tip of the sideplate of the jewett nail. It was felt that removal of the nail was imperative, otherwise it might ulcerate through the skin. The protuding nail was removed without difficulty. Postoperatively, she did quite well.invalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: patient's condition - predisposed event. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was destroyed/disposed of.